Event description:
Two crrt 401 bags burst while nurse was attempting to mix the electrolyte, peel seam with the larger bicarb/sodium chloride solution. Rfp 401 bag. Lot q1910768. Exp: 1/10/2021. Rfp 401 bag. Lot q1911949. Exp: 1/11/2021.